Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10 cm in diameter abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology at the time of implant was not available. Current aneurysm and vessel morphology is unknown. It was reported that the neck dilated greater than 5 cm at the renals, due to disease progression, resulting in a type I endoleak. Two endurant cuffs were successfully implanted from the sma down to the aneurx stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, occlusion); patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).